Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). Vascular access was obtained through the femoral artery. The maverick2 balloon catheter 15mm x 2.75mm was selected to predilate the target lesion and during "manipulation" some resistance was encountered. The device was able to be advanced to the target lesion and on the first inflation attempt the balloon rupture occurred at 10 atms. The inflation time is unknown. The balloon catheter was successfully removed and the procedure was completed with a different device. There were no patient complications reported with the patient status listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)